Event description:
The pt was implanted with biventricular support (pvad lvad and pvad rvad). A device tracking form was received indicating that approximately 3 months post implant the pvad rvad was exchanged due to pump thrombosis.

Manufacturer narrative:
The pt remains on bi-vad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation; therefore, the report of pump thrombosis could not be confirmed. Although the occlusion of one of the ra cannula side holes was confirmed via a photograph submitted by the hospital, a correlation to the reported event could not conclusively be established without a full analysis of the pump. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient was transplanted on (B)(6) 2015. During the transplant procedure the hospital team noticed one of the holes on the side of the ra cannula was occluded. The hospital team suspected that the flow over the device was inhibited due to the occlusion of this hole, contributing to poor surface washing and the development of the reported thrombosis.